Event description:
A malfunction was reported with a pump, but no notable events occurred beforehand. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller in doing so. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue happened again.